Event description:
It was reported that a patient underwent a laparoscopic spiegel hernia repair procedure on an unknown date and suture was used. During the procedure, the needle pulled off in intra-abdominal in the wall, between the peritoneum and the muscle. There were no adverse patient consequences reported, however, there was then a risk of injury. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the needle break (in the package, during removal of the suture from the package, during handling prior to use on the patient, or during use on the patient)? During its use could you confirm that there were no consequences for the patient? The debris could be recovered. Note: related events reported via 2210968-2023-01622.